Manufacturer narrative:
The intellanav mifi open-irrigated catheter has been received at a boston scientific post market laboratory where it is awaiting analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated catheter was selected for use. A metriq pump was in use and the flow rate was 2ml/min. Fluid was leaking from the luer on the proximal end of the catheter. No error messages were displayed and no damage to the luer was seen. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. The catheter has been received at a boston scientific post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated catheter was selected for use. A metriq pump was in use and the flow rate was 2ml/min. Fluid was leaking from the luer on the proximal end of the catheter. No error messages were displayed and no damage to the luer was seen. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation of fluid leak.